Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while closing the skin during arthroscopic shoulder repair, the thread broke. Surgeon opened competitive suture and finished the procedure. There was no patient injury.